Event description:
It was reported that the patient experienced edema in abdomen and lower extremities. Healthcare provider (hcp) suspected that the edema was associated with dilaudid and attempted system contents removal procedure. However, hcp was unable to aspirate from the cap (catheter access port); there was a bridge bolus infusing and they stopped the bridge with 66 hrs and 32 min remaining. The pump was then filled with saline. Patient received dilaudid then fentanyl and then saline. Hcp programmed the saline at the same flow rate as the fentanyl and completed the remaining bridge. A follow-up report will be sent if additional information becomes available.

Event description:
The patient did not have the allergy test done due to the family not obtaining it. The patient resides at a long term care facility.

Manufacturer narrative:
Catheter: model: 87o0sc, serial # (B)(4), implanted on: 2010 (B)(6), explanted on: unk. Catheter: model: 87o0sc, serial # (B)(4), implanted on: 2010 (B)(6), explanted on: unk. Programmer: model: 8835, serial #: (B)(4).

Event description:
It was later reported that an allergic reaction was being considered as a possible cause of the symptoms. The patient had edema from the breast line into the legs one-year post-op. The health care provider (hcp) filled the pump with saline and ran the pump for a month trying to determine if the reaction was drug related. The patient returned 1 month later and the symptoms did not diminish; still had edema "in the same area". It was also reported that the patient had "+ 4 pitting edema from abdomen to legs, weeping edema, fluid in lungs". CT scan, MRI scans, and multiple other tests were done by other consulting hcps who were unable to explain why the patient was having edema. The hcp calculated approximately 100 hours until the drug cleared the catheter after the unsuccessful aspiration attempt. A catheter dye study test was then performed; unknown results. An allergy test was subsequently scheduled to be performed by a dermatologist.